Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 4.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.